Event description:
During a procedure it was reported that the device failed to operate. The procedure was completed with a pair of bipolar forceps. There was no medical intervention required. There was a 40 min delay in the procedure.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A f/u report will be field once the investigation is complete.